Event description:
It was reported the sys would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep eval the sys and determined the motherboard needed to be replaced, but the part is no longer available through ge. No conclusion can be drawn as repair info is not available.